Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported " redness and hot feeling was found 38 days after the surgery and was administered with antibiotics. Symptoms of infection subsided 3 months after the injection". Device remains implanted. This relates to the right side.